Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone damage to the insulin pump reservoir compartment.. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump reservoir compartment retainer ring broke. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump not in manufacture mode pump received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.